Event description:
It was reported the customer's insulin pump malfunctioned. Customer's father stated the insulin pump had a high pitched buzzzing noise. It was also found the buttons were unresponsive. Customer's father also stated they changed the battery and a blank display occurred after. The father stated the insulin pump still has not turned on. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.